Event description:
During unknown surgical procedure, when the ground pad was removed from the pt a pad burn was noticed. The pad was located on both sides of the patient's stomach. No other info is available for this incident.